Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. As neither a lot number nor a sample was available for this incident, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material # 309657. Lot #unknown. It was reported that the bd luer-lok barrel cracked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Provider attempted to inject medication into patient. When this happened, the medication squirted out of small breaks in the syringe. Patient was not harmed, and medication was drawn up with another syringe without issue. Syringe was broken per provider. The syringes ref number is "ref 309657" it also has another number on the wrapper that is (B)(4). The lot has been pulled from use. Item# 309657.